Event description:
This spontaneous case was reported by a consumer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancies') in a (B)(6) year old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy with contraceptive device in 2014. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria hospitalization and intervention required), lasting 821 days. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff experienced two ectopic pregnancies, first ectopic pregnancy is captured in case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancies') in a 44-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy with contraceptive device in 2014. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria hospitalization and intervention required), lasting 821 days. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff experienced two ectopic pregnancies, first ectopic pregnancy is captured in case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.